Manufacturer narrative:
Additional information: d10

Event description:
The user facility reported that the device overheated during set up. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device overheated during set up. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.